Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen), while wearing the device between 4 and 24 hours. The patient reports having redness, pain and a fever. The patient had gone to their doctors office where they were diagnosed with staphylococcus aureus. The patients doctor squeezed out the infection site to release green purulent discharge, the patient was prescribed amoxicillin and clavulanate combination (875 mg) to be taken once daily every 12 hours for 10 days as well as mupirocin (2%). The patient was at their doctors office for 10 minutes.